Event description:
Health professional called and reported right after injection with 1 syringe of juvederm ultra plus xc under the lower eyelids, the patient developed "a little swelling" at the injection site. A "day or two" later injection, the patient presented with "very puffy eyes." Health professional indicated the patient was "over filled." The symptoms are ongoing and treatment with a medrol pack was provided 4 days after injection. The patient was also additionally injected twice with "something to dissolve the product." Patient is still unhappy with their results.

Manufacturer narrative:
(B)(4) . Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling, puffy eyes, and being "over-filled" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.